Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 15m (concentration) and 4.093 mg/ml (dose) via an implantable pump for unknown indications for use. It was reported that the patient was in for an end of service (eos) replacement of his pain pump. The hcp was unable to aspirate the catheter. The hcp did attempt to revise at the pump pocket but there was no cerebrospinal fluid (csf) and made the decision to replace the catheter. The hcp felt that the catheter was no longer patent and decided to insert a new catheter. The hcp did not remove the old catheter, but simply tied off. The patient's original pump was placed in the flank and the hcp moved the pump to the abdomen for easier access. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was not known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n275013006 , implanted: (B)(6)2011,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2012-11-22 , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.